Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09651. It was reported the patient¿s system was explanted due to ineffective therapy. Explant date is unknown.